Manufacturer narrative:
Localized allergic reactions that may manifest as angioedema within minutes to hours are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. Of note, rha 2 is not indicated for lips in the USA.

Event description:
On 03-apr-2025, primevigilance notified teoxane geneva of an adverse event. According to the information received, a patient was injected on (B)(6) 2025 with 0.4 ml of rha 2 in the lips with a needle. The patient had a history of prior filler treatments without any issue, and of allergy to kiwi. On the same day, after the injection, the patient participated to a podcast and talked for a couple of hours. Later on, approximately 4 hours after the injection, the patient experienced angioedema on the lips. On (B)(6) 2025, the patent received red light therapy, and at night, she started antihistamine (benadryl). On (B)(6) 2025, the patient started steroid medication (prednisone), and she has been icing the area. Considering the severity of the event, the case was assessed as reportable. On (B)(6) 2025, the angioedema was resolving. Despite several reminders, no further information could be retrieved. The complaint was considered closed.